Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of failed drawer requires maintenance was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that hh drawer 5-1 had failed and the pockets were not on bus. The fse replaced the retractors, ran diagnostics, and tested the drawers and pockets. All components tested ok. During dchu visual inspection pn 353844-01: (a): was received with copper strands in contact with adjacent copper strands. (B): was received with no signs of physical damage. During dchu testing pn 353844-01: (a): the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. (B): passed successfully the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of ¿failed drawer requires maintenance¿ was due to: crossed continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and unable to recover. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the failed drawer was due to crossed continuity between copper strands in the retractor assembly causing thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 5-1 failed and pockets not on bus. A field service engineer (fse) replaced the retractors, ran diagnostics, tested the drawers and pockets, and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.